Event description:
The customer reported that the unit had a red x, was beeping and failed to turn on.

Manufacturer narrative:
The customer reported that the unit had a red x, was beeping and failed to turn on. The unit was evaluated at philips, and the reported failure was verified. Replacement of the processor pca resolved this failure.